Event description:
New information noted that the patient received another vibratory patient notifier alert on (B)(6) 2018 for low pacing lead impedance. The asymptomatic patient presented in clinic on (B)(6) 2018. Upon interrogation of the device, two readings of low impedance were noted. No noise was recorded. The patient has chronic atrial fibrillation so capture threshold was not able to be tested. Isometric testing and arm movements showed no change in impedance. The patient notifier was rearmed and the patient would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2018 after receiving a vibratory patient notifier from their device. Upon interrogation of the device, low pacing impedance was noted and was below the lower limit on the right atrial lead. The device was reprogrammed. The patient presented in clinic on (B)(6) 2018 and the pacing impedance was normal. Noise was not noted. The device was reprogrammed and the alert was cleared. The patient was fine before, during and after the reprogramming and would continue to be monitored with regular follow-ups.